Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl at time of incident and treated with juice. Customer assisted with troubleshooting. Customer reports red led light on charger. Customer has tried replacing the battery in the charger. The transmitter will be and other devices will not be returned for analysis.